Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the device displayed a speaker malfunction inop. The speaker produced distorted sound. The device was not in use. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse confirmed the reported problem. The fse replaced the mainboard and reconfigured the system. This resolved the issue.results of functional testing indicate the device mainboard was faulty.based on the information available and the testing conducted, the cause of the reported problem was due to a faulty mainboard. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that they had a speaker malfunction. The device was not in use.